Event description:
Caller mentioned a lead fragment present, but upon further discussion it sounds like the lead in question was an axonics r20 lead, and not a (B)(6) lead. Redirected caller back to managing hcp and axonics for further information. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".